Event description:
Resident's right above the knee prosthesis came apart at the wood plate to 4 wood screw junction. Resident was ambulating with bilateral prosthesis when the right one broke. Resident was not injured secondary to being supported by pta, and a gait belt. Resident was then placed in his wheelchair.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: inadequate quality assurance, manufacturing, invalid data. Conclusion: device failure directly caused event, device failure directly contributed to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.